Event description:
It was reported that prior to use, resistance was encountered while inserting the balloon onto an 0.018" guide wire. When the balloon catheter was removed and reflushed, the distal tip of the catheter remained on the guide wire. The agiltrac never entered the pt.